Manufacturer narrative:
H3, h6: the real intelligence robotic drill, pn: rob10013, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore a visual inspection could not be visually performed. The reported problem could not be visually confirmed. However, the case files were provided and reviewed to confirm the reported problem. Screenshot review confirmed two instances of the system time out error after re-entering the case. The log files indicate that the first error was due to an exposure_motor_stall, where the exposure motor was unable to retract to a commanded location. The second error was due to a tool_homing_failure, where again the exposure motor was unable to go to the commanded ¿home¿ position. Although the root cause cannot be confirmed because the drill was not returned, the most likely cause of these errors could be an issue with the exposure motor. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, when starting a cori-assisted surgery, the system kept automatically "collecting" data at every step. The system was doing this even when nobody was pressing the footpedal or any of the screens. Because of this, the system was not letting them advance past the checkpoint collection screen (case (B)(4)). They tried unplugging the footpedal, and rebooting the system. However, after all that, when they re-entered the case, the system prompted a "robotic disconnect time out" message (case (B)(4)). The procedure was completed with manual instrumentation without significant delays. The patient was not harmed.

Manufacturer narrative:
H6: health effect - impact code and h7: if remedial action initiated, check type. Section h3, h6: the real intelligence robotic drill, pn: rob10013, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore a visual inspection could not be visually performed. The reported problem could not be visually confirmed. However, the case files were provided and reviewed to confirm the reported problem. Screenshot review confirmed two instances of the system time out error after re-entering the case. The log files indicate that the first error was due to an exposure_motor_stall, where the exposure motor was unable to retract to a commanded location. The second error was due to a tool_homing_failure, where again the exposure motor was unable to go to the commanded ¿home¿ position. Although the reported problem was not confirmed through a visual or functional evaluation, a log file review confirmed the issues. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: component code, type of investigation, investigation findings and investigation conclusions.